Event description:
Event description guidant received information that this device had rapid battery depletion due to elevated right ventricular threshold measurements and high device output. The device and lead were replaced.